Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this lead exhibited a gradual increase in shock impedance measurement, measuring from 85 to 115 ohms. Boston scientific technical services discussed possible troubleshooting however, the patient is already in the operating room for a revision procedure. No additional adverse patient effects were reported. Additional information was provided, it was reported that this lead was tested, and it was functional with an impedance that stabilized after the shock at around 90-100 ohms. The lead parameters were good, with no ventricular events recorded in the device. The physician decided to leave the lead in place. No additional adverse patient effects were reported, and the lead remains in-service.

Event description:
It was reported that this lead exhibited a gradual increase in shock impedance measurement, measuring from 85 to 115 ohms. Boston scientific technical services discussed possible troubleshooting however, the patient is already in the operating room for a revision procedure. No additional adverse patient effects were reported.additional information was provided, it was reported that this lead was tested, and it was functional with an impedance that stabilized after the shock at around 90-100 ohms. The lead parameters were good, with no ventricular events recorded in the device. The physician decided to leave the lead in place. No additional adverse patient effects were reported, and the lead remains in-service. No further information is available.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.